Event description:
It was reported that during an anterior cruciate ligament (medial meniscus posterior segment) performed, when the truespan 24° was attempted to be placed for medial meniscus posterior segment, the 1st implant could be placed successfully, but the 2nd implant dislodged. The same lot of the same products were attempted to use but it got the same result. (Only 1st implant could be placed, and 2nd implant dislodged.) Eventually, a total of 4 truespan from the same lot were used, and 1 implant could be placed with no problem. The surgery was completed with no issues. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. No further information is available. Report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.